Manufacturer narrative:
A review of the manufacturing paperwork has been conducted; the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The patient presented with a 7-10 centimeter tumor, which wrapped around the internal and external carotid artery. Prior to the tumor resection, three viabahn devices were placed in the common carotid artery extending into the left internal carotid artery. Post angiography demonstrated good blood flow through the vessels. During the two hour tumor resection, the patient became hypotensive (bp 50mmhg). During this time, the viabahn devices thrombosed and the patient experienced a stroke. The physician felt the device thrombosis was the result of the procedure and the patient's hypotension. No further treatment was performed to treat the thrombosis.